Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device not responding message was determined and noted the cause as being "battery most likely dead." The steps taken/will be taken were noted as "most likely none unless at later date. Major back surgery with 1 month." The issue was reported as not yet resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and urge incontinence. It was reported that the patient was unable to connect to their implant to place the device into MRI mode. The patient stated they were seeing the device not responding screen and that they had been trying to troubleshoot with their patient programmer and communicator but they hadn't been able to get the device to connect since earlier this week. Patient services reviewed MRI eligibility and compatibility with the patient and walked the patient through attempting to connect to their ins; however, they still received 'device not responding' immediately upon hitting 'find device.' The patient stated they were near the incision on their hip/buttock area and that it was right against the skin and they could feel the entire outline of the implant; they were right over it with the communicator. The patient stated they had moved around to different locations already to see if any electromagnetic interference was the reason for their not connecting but no matter where they moved to, they still received the same message. Patient services reviewed battery longevity considerations with the patient and suggested the possibility that the ins could be at end of life but redirected the patient to follow up with their health care provider (hcp) to check the implanted system. The patient stated "isn't this like my third one?" And patient services reviewed device registration information with the patient, how it appeared that the first implant was removed in 2019 when they had their current ins implanted. The patient confirmed that device registration was accurate. The patient stated it was just frustrating because they had an upcoming back surgery for the "broken screws" in their back and they wanted to in before the end of the year because they were in a lot of pain from that. They stated they would just have them do a CT scan or an x-ray if they needed so the patient could go on with the needed surgery and that it was "discouraging." Patient services did not ask any further information about the "broken screws" in their back as they were focused on the reason for call. The patient stated they would follow up with their hcp to check the implanted system. Documented reported event. No further action was taken by patient services.